Event description:
During a lap gastric bypass procedure, the staples did not form completely and the stomach was transected, but not stapled. This occurred on the first firing of the stapler. The physician used sutures to repair the effected area, extending the or time by 15 minutes. There was no patient consequence.